Manufacturer narrative:
The insulin pump was received with operating currents within spec. The insulin pump passed self test, unexpected restart error test, rewind and displacement test. However, the insulin pump was unable to prime during the prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. Analysis was unable to perform excessive no delivery test or occlusion test due to prime anomaly. The insulin pump was received with cracked case at reservoir tube window corners and battery tube threads. The insulin pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump seemed to have software issue. The customer's blood glucose was 158 mg/dl at the time of incident. The customer stated that the blood glucose was rising. The insulin pump will be returned for analysis.